Event description:
It was reported that during a lap cholecystectomy procedure, the clip fell out of the jaws of the device. They reloaded the next clip into the jaws and completed the case. No pt consequence reported.